Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (2 grams, route, frequency, and duration not reported), fortum (1 gram, route, frequency, and duration not reported), tobramycin (40 milligrams, route, frequency, and duration not reported), and heparin (25000 international units, route, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported antibiotic therapy was completed, the fluid was clear, the patient was recovered from this peritonitis event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.